Manufacturer narrative:
Alleged failure: white plastic of the device broke. Probable root cause: non-conforming component, poor assembly process, misuse. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was unintended energy and tip of the device broke. The broken pieces were retrieved and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: observed a spark and then a second one that caused the white plastic of the device to break, which had to be retrieved in the patient. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be in contact with another hard instrument. Excessive force used when inserting or removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. (B)(4).

Event description:
It was reported that there was unintended energy and tip of the device broke. The broken pieces were retrieved and the procedure was completed successfully.